Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp the needles are brittle of lesser quality and difficult to use. The following information was provided by the initial reporter, translated from french to english: I had several complaints from customers who were unhappy with new microfine ultra pro boxes that replaced the old ones: apparently less good quality, needles sometimes absent, brittle; obligation to use several needles; even nurses complain! I recovered a box of com 4mm ref 320562, lot 8282925 but it is certainly not the only one!

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp the needles are brittle of lesser quality and difficult to use. The following information was provided by the initial reporter, translated from (B)(6) to english: I had several complaints from customers who were unhappy with new microfine ultra pro boxes that replaced the old ones: apparently less good quality, needles sometimes absent, brittle; obligation to use several needles; even nurses complain! I recovered a box of com 4mm ref 320562, lot 8282925 but it is certainly not the only one!